Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (on (B)(6) 2010 underwent to remove one or more of the essure coils). Essure was removed on (B)(6)2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 626209) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid disorder, adenomyosis and stress urinary incontinence. Concurrent conditions included overweight, bloating, upper back pain, menometrorrhagia and paratubal cyst. Family history included blood pressure high. Concomitant products included alprazolam (xanax), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), codeine phosphate;paracetamol (tylenol with codeine no.3) and sumatriptan (imitrex). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and weight fluctuation ("weight gain / loss specify which one"). In 2008, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), migraine ("migraines"), headache ("headaches") and anxiety ("anxiety"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, cystitis, migraine and vaginal discharge was resolving and the genital haemorrhage, abdominal pain lower, headache, anxiety, dysmenorrhoea, nausea and weight fluctuation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, cystitis, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: discrepancy noted as per previous follow up: insertion date of essure device: (B)(6) 2010 and removal date: (B)(6) 2010. Current weight as of (B)(6) 2019: 160 lbs. Approximate weight at the time of essure placement 150 lbs. Insertion detail: both tubal ostia were noted. Essure devices were placed in each tubal ostia with 5 or 6 coils on each side remaining in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. The study demonstrates essure device in place bilaterally. There is no evidence of tubal opacification on either side. (Per mr). Pathology test - on (B)(6) 2013: gross description; the specimen is received in formalin, labeled with the patient's name and designated uterus and left fallopian tube". It consists of multiple pieces of a morcellated supracervical hysterectomy aggregating to 11 x 11)( 3 cm and 79 gm. The serosa is tan, smooth, and glistening. The red endometrium measures 0.1 cm. No gross lesion is noted in the myometrium. Representative sections are submitted labeled a and b, further examination of the container reveals a tortuous segment of 5 x 05)( 0.5 cm fallopian tube with a previously opened off-white semi-translucent cyst measuring 4 x 3 x 2 cm with no identifiable papillary lesion or content. Microscopic description: the endometrium has mild secretory glandular changes. A 4 mm diameter leiomyoma is identified in section a. A benign paratubal cyst is present. Final diagnosis: uterus/ subtotal hysterectomy, endometrium mild secretory glandular changes, myometrium - leiomyoma (4 mm), fallopian tube, left, resection - benign paratubal cyst. ¿concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record: : migraines, headache, cystitis,dysmenorrhea. Most recent follow-up information incorporated above includes: on 21-jan-2019: plaintiff fact sheet and medical record received. Event added: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bladder, migraines, headaches, anxiety, dysmenorrhea (cramping), nausea, vaginal discharge, weight gain / loss specify which one. Event outcome was updated for the event: pelvic pain/pain, abdominal pain, vaginal pain, migraines, vaginal discharge, abnormal bleeding (vaginal), abnormal bleeding(menorrhagia), bladder infection. Concomitant drugs and conditions were added. Lot no. Was added. Historical conditions were added. Lab data was added. Reporter information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 626209) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid disorder, adenomyosis and stress urinary incontinence. Concurrent conditions included overweight, bloating, upper back pain, menometrorrhagia and paratubal cyst. Family history included blood pressure high. Concomitant products included alprazolam (xanax), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), codeine phosphate;paracetamol (tylenol with codeine no.3) and sumatriptan (imitrex). On (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and weight fluctuation ("weight gain / loss specify which one"). In 2008, the patient experienced cystitis ("infection (bladder/ urinarytract/vaginal) type: bladder"), migraine ("migraines"), headache ("headaches") and anxiety ("anxiety"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, cystitis, migraine and vaginal discharge was resolving and the genital haemorrhage, abdominal pain lower, headache, anxiety, dysmenorrhoea, nausea and weight fluctuation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, cystitis, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: discrepancy noted as per previous follow up: insertion date of essure device: (B)(6)2010 and removal date : (B)(6)2010. Current weight as of (B)(6)2019: 160 lbs. Approximate weight at the time of essure placement 150 lbs. Insertion detail: both tubal ostia were noted. Essure devices were placed in each tubal ostia with 5 or 6 coils on each side remaining in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on (B)(6)2008: total bilateral occlusion. The study demonstrates essure device in place bilaterally. There is no evidence of tubal opacification on either side. (Per mr). Pathology test - on (B)(6)2013: gross description; the specimen is received in formalin, labeled with the patient's name and designated uterus and left fallopian tube". It consists of multiple pieces of a morcellated supracervical hysterectomy aggregating to 11 x 11)( 3 cm and 79 gm. The serosa is tan, smooth, and glistening. The red endometrium measures 0.1 cm. No gross lesion is noted in the myometrium. Representative sections are submitted labeled a and b, further examination of the container reveals a tortuous segment of 5 x 05)( 0.5 cm fallopian tube with a previously opened off-white semi-translucent cyst measuring 4 x 3 x 2 cm with no identifiable papillary lesion or content. Microscopic description: the endometrium has mild secretory glandular changes. A 4 mm diameter leiomyoma is identified in section a. A benign paratubal cyst is present. Final diagnosis: uterus/ subtotal hysterectomy, endometrium mild secretory glandular changes, myometrium - leiomyoma (4 mm), fallopian tube, left, resection - benign paratubal cyst. ¿concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record: : migraines, headache, cystitis,dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-apr-2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no: 626209) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid disorder, adenomyosis and stress urinary incontinence. Concurrent conditions included overweight, bloating, upper back pain, menometrorrhagia and paratubal cyst. Family history included blood pressure high. Concomitant products included alprazolam (xanax), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), codeine phosphate;paracetamol (tylenol with codeine no.3) and sumatriptan (imitrex). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)"), nausea ("nausea") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss specify which one : weight gain"). In 2008, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), migraine ("migraines"), headache ("headaches") and anxiety ("anxiety"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, cystitis, migraine and vaginal discharge was resolving and the genital haemorrhage, abdominal pain lower, headache, anxiety, dysmenorrhoea, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, cystitis, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted as per previous follow up: insertion date of essure device: on (B)(6) 2010 and removal date: on (B)(6) 2010. Current weight as of on (B)(6) 2019: 160 lbs. Approximate weight at the time of essure placement 150 lbs. Insertion detail: both tubal ostia were noted. Essure devices were placed in each tubal ostia with 5 or 6 coils on each side remaining in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram: on (B)(6) 2008: total bilateral occlusion. The study demonstrates essure device in place bilaterally. There is no evidence of tubal opacification on either side. (Per mr). Pathology test: on (B)(6) 2013: gross description; the specimen is received in formalin, labeled with the patient's name and designated uterus and left fallopian tube". It consists of multiple pieces of a morcellated supracervical hysterectomy aggregating to 11 x 11) ( 3 cm and 79 gm. The serosa is tan, smooth, and glistening. The red endometrium measures 0.1 cm. No gross lesion is noted in the myometrium. Representative sections are submitted labeled a and b, further examination of the container reveals a tortuous segment of 5 x 05) ( 0.5 cm fallopian tube with a previously opened off-white semi-translucent cyst measuring 4 x 3 x 2 cm with no identifiable papillary lesion or content. Microscopic description: the endometrium has mild secretory glandular changes. A 4 mm diameter leiomyoma is identified in section a. A benign paratubal cyst is present. Final diagnosis: uterus/ subtotal hysterectomy, endometrium mild secretory glandular changes, myometrium leiomyoma (4 mm), fallopian tube, left, resection - benign paratubal cyst. ¿concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record: : migraines, headache, cystitis,dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2019: pfs received- previously reported event ¿weight gain / loss specify which one ¿ updated to "weight gain". Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.